Event description:
Dr (B)(6) of (B)(6) clinic: alternatives for health and wellness in (B)(6) used a machine asyra approved to measure skin galvanization to "make personalized homeopathy remedies designed just for you and your issues." She used this for my sister as part of her treatment for stage 4 lung cancer and gave her the impression the tumor was shrinking and she was getting better. She ended up in the hospital a week later with lungs full of fluid and in palliative care. I was not there at the time. My sister told us about it. Since it is difficult to travel to (B)(6) due to covid, I cannot independently confirm how the machine was used. I think someone should investigate whether or not it's being used in accordance with machine guidelines. I have seen numerous other complaints about misuse of asyra in a web search. Here is one: (B)(6). FDA safety report ID # (B)(4).